Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient started rewarming at 9:30pm and arctic sun device does not appear to be warming the patient. Patient temperature (pt) was 33.3c, targeted temperature (tt) was 37c, water temperature (wt) was 25c. Patient temperature (pt) at start 33.1c. 4 pads connected with good coverage. Confirmed patient was not shivering, micro shivering or seizing. Rewarm rate set to 0.25c/hr. Nurse states they already adjusted the lower water limit because water temperature was 15c. They changed to 25c. Verified rewarm box was flashing. System diagnostics were outlet monitor temperature (t1) was 25.2c, outlet control temperature (t2) was 25c, inlet temperature (t3) was 25.6c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 56 percentage, mixing pump command (mpc) was 0, heater 0, water reservoir level (wrl) was 4, system hours were 4935.7, pump hours were 4748.5. Explained heater was not currently engaged. Had them stop therapy and restart to see if we could get heater to turn on. Called back 30 minutes later and water temperature still reading 25c with no patient temperature increase. Advised to swap out to alternate device and send to biomed for evaluation. Second call same day, biomed states the nurses were having issues with rewarming a patient on a device, so they swapped devices and sent this one to them. Biomed states they performed a functional check and it was able to heat the water to 40c and cool the water as well, it seems to be functioning correctly. They downloaded the case data and needing assistance with reviewing it. Biomed provided serial number (B)(6).

Event description:
It was reported that patient started rewarming at 9:30pm and arctic sun device does not appear to be warming the patient. Patient temperature (pt) was 33.3c, targeted temperature (tt) was 37c, water temperature (wt) was 25c. Patient temperature (pt) at start 33.1c. 4 pads connected with good coverage. Confirmed patient was not shivering, micro shivering or seizing. Rewarm rate set to 0.25c/hr. Nurse states they already adjusted the lower water limit because water temperature was 15c. They changed to 25c. Verified rewarm box was flashing. System diagnostics were outlet monitor temperature (t1) was 25.2c, outlet control temperature (t2) was 25c, inlet temperature (t3) was 25.6c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 56 percentage, mixing pump command (mpc) was 0, heater 0, water reservoir level (wrl) was 4, system hours were 4935.7, pump hours were 4748.5. Explained heater was not currently engaged. Had them stop therapy and restart to see if we could get heater to turn on. Called back 30 minutes later and water temperature still reading 25c with no patient temperature increase. Advised to swap out to alternate device and send to biomed for evaluation. Second call same day, biomed states the nurses were having issues with rewarming a patient on a device, so they swapped devices and sent this one to them. Biomed states they performed a functional check, and it was able to heat the water to 40c and cool the water as well, it seems to be functioning correctly. They downloaded the case data and needing assistance with reviewing it. Biomed provided serial number: (B)(6). Per follow up information received via task on 12nov2024, the device did not appear to have any issues, so it was sent back to service without repair.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.